Event description:
We have become aware of a medical linear accelerator malfunction. After installation of safety software update th010/07/s, the gantry may move in the wrong direction under certain specific circumstances. The identified circumstances are: user is treating in autosequence mode, and two consecutive treatment fields are to be treated with a gantry position between 170 and 190 degrees, and when moving the gantry to the treatment position for the first of the two segments, the user overrides the default gantry rotation direction manually by using the hand control or the keyboard, and the actual position of the first segment is different from the planned position of the second segment. If all the above conditions are met (in order) the gantry will not move in the shortest possible way from the first to the second field as expected, but will instead move the long way around the circle which will result in a gantry rotation of at least 340 degrees at a speed of up to 6 degrees per second. This could potentially lead to a collision between the gantry and the patient which could result in serious injury. Its important to note no injury was reported, customer was able to stop motion at the control console.

Manufacturer narrative:
Customer has requested to remove update th010/07/s. The customer is currently at the original machine configuration. Risk analysis and corrective action plan is still under evaluation, and once the decision is finalized, the regulatory agency will be notified.